Event description:
Same case as 2134265-2012-05427 and 2134265-2012-05746. It was reported that during a rotablator training in-service, the console gave an incorrect reading. While the sales representative was at the facility performing an in-service on rotablator technique without any patient involvement, it was observed that the readout for the console was reading lower than the actual rotation. When the dial was turned to increase the speed of the 1.75 mm rotalink plus unit, the audible speed of the rotation would increase, but the console would only register in the ten thousands. The display never went above 48,000 rpm's. When the sales representative would trigger the dynaglide mode on with the dynaglide foot pedal, the speed would then trigger a normal dynaglide response. The example given by the sales representative was that during normal platforming, the console is reading 16,000 rpm's when it should probably be 160,000 rpm's and when dynaglide is activated the rotational speeds are between 60,000 and 80,000 rpm's. There was no patient involved.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2012-05427 and 2134265-2012-05746. It was reported that during a rotablator training in-service, the console gave an incorrect reading. While the sales representative was at the facility performing an in-service on rotablator technique without any patient involvement, it was observed that the readout for the console was reading lower than the actual rotation. When the dial was turned to increase the speed of the 1.75mm rotalink plus unit, the audible speed of the rotation would increase, but the console would only register in the ten thousands. The display never went above 48,000 rpm's. When the sales representative would trigger the dynaglide mode on with the dynaglide foot pedal, the speed would then trigger a normal dynaglide response. The example given by the sales representative was that during normal platforming, the console is reading 16,000 rpm's when it should probably be 160,000 rpm's and when dynaglide is activated the rotational speeds are between 60,000 and 80,000 rpm's. There was no patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the dynaglide button had corrosion damage and the hose connector tip was dented. During the functional check, the dynaglide foot pedal functioned within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unconfirmed. (B)(4).